Manufacturer narrative:
Concomitant products: 5071-35 lead, implanted: (B)(6) 2005; 5866-38m adaptor, implanted: (B)(6) 2005; 6721s-50 lead, implanted: (B)(6) 2005; 4968-35 lead, implanted: (B)(6) 2005.

Event description:
It was reported that the right ventricular (rv) lead was fractured exhibited by oversensing noise. Capture threshold measured high readings through the analyzer and the device. At the revision, it could not be determined if the oversensing of noise episodes was attributed to the two rv leads or to the adaptor. The physician elected to explant and replace the adaptor. Both rv leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.